Manufacturer narrative:
The insulin pump was returned with blank display, anomaly isolated to the lcd board. Analysis was unable to confirm button response anomaly complain due to blank display. The insulin pump had cracked on belt clip slot and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not performed. The device was returned for analysis.